Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found cut rinse block assembly waste line. He replaced the waste line and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of less than 1 ml from a coulter lh 780 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.